Manufacturer narrative:
The customer reported that after rebooting the central nurse's station (cns), it did not turn back on. Technical support (ts) had the customer press the power button and the cns powered on with no issues. The customer later reported that the cns was in a boot loop. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 06/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/26/2023 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; n/a. B6. Attempt # 1: 06/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/26/2023 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; n/a. B7. Attempt # 1: 06/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 06/26/2023 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; n/a. D10. Attempt # 1: 06/14/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 06/26/2023 emailed the customer via microsoft outlook for device information: the customer replied by simply stating; n/a.

Event description:
The customer reported that after rebooting the central nurse's station (cns), it did not turn back on. Technical support (ts) had the customer press the power button and the cns powered on with no issues. The customer later reported that the cns was in a boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that after rebooting the central nurse's station (cns), it did not turn back on. Technical support (ts) had the customer press the power button and the cns powered on with no issues. The customer later reported that the cns was in a boot loop. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: nihon kohden (nk) received the device on 06/22/2023. The nk repair center (rc) evaluated the unit on 06/22/2023 and duplicated the boot loop issue and did not duplicate the start-up issue. No physical damage or fluid intrusion was observed. The nk rc found that the device powered up normally and show an error message, then it would reboot itself and was unable to launch the cns application. After troubleshooting with the hard drives, the rc determined that the motherboard was failing. The motherboard and hard drives were replaced to repair the unit, then sent back to the customer after qc checks. The cause of both the start-up issue and boot looping was likely due to hardware component failure. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that after rebooting the central nurse's station (cns), it did not turn back on. Technical support (ts) had the customer press the power button and the cns powered on with no issues. The customer later reported that the cns was in a boot loop. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The customer reported that after rebooting the central nurse's station (cns), it did not turn back on. Technical support (ts) had the customer press the power button and the cns powered on with no issues. The customer later reported that the cns was in a boot loop. There was no patient injury reported.